Event description:
It was reported that a pump declared malfunction alarm number 20 during the loading process. There was no adverse impact to the customer's blood glucose level. Despite initial attempts to resolve the issue by assisting the customer in loading a new cartridge, the alarm recurred, and the customer was unable to resume insulin therapy. Consequently, technical support arranged for the pump to be replaced. The customer was informed about the replacement and advised to use multiple daily injections as backup therapy. They were also instructed to allow the pump's battery to deplete before returning it to tandem using a pre-paid label and return box.